Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported leakage on the filter of a plum set during infusion of 5fu. There was patient involvement, but there was no patient harm.

Manufacturer narrative:
Date returned to manufacturer: july 22, 2019. One (1) used list# 142560488, ls prim plumset 0.2 micr flt, p.p. Y-site, pe lind light resist tbg, distal micro tbg 104 in non-dehp. Lot# 896215h and one (1) used list# ch3034, bag spike adapter w/spiros, lot# unknown, were received for evaluation. The device was tested per product specification. There was a leak observed from both the inlet and outlet filter. The leaks appeared to seep through filter vent material from various locations. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. A batch record review was performed to lot# 896215h, list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found.